Event description:
It was reported that the anesthesia workstation failed in the flow transducer test, the pressure transducer test and the gas analyzer test during system checkout. There was no patient connected to the unit at the time of the event. (B)(4).

Manufacturer narrative:
A supplemental medwatch report will be provided when the investigation is finished.

Manufacturer narrative:
Our field service engineer investigated the anesthesia system on-site. The oxygen gas module was replaced and returned for investigation. The device logs were saved and sent in. The returned oxygen gas module was investigated using simulated use testing in a reference system. The reported problem could be reproduced. The evaluated logs confirms the reported fault and show that the returned oxygen module did not deliver any flow. The cause for this fault was determined to be an incorrectly mounted filter cover on the oxygen module resulting in a leakage. We are unable to determine when or how the filter cover became loose and was incorrectly mounted leading to the leakage from this investigation.